Event description:
Following the case, button on handle broke off.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or manufacturing related issue. Device not returned.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Following the case, button on handle broke off.